Event description:
It was reported by service report that the foot end lift was stuck at high height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor coupler.